Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) started to emit beeping tones so the patient came in for a device check. Upon device interrogation, a fault code was displayed indicating the voltage was too low for remaining battery capacity. The device longevity projected was seven years, however boston scientific technical services (ts) discussed this may not be accurate. A device memory download was taken which confirmed the fault code was valid. The battery voltage had been decreasing in a consistent, fast rate over the last several months. Engineers noted energy is being taken from the device battery and not being tracked by the internal power measurement mechanism, therefore the battery status indicators are inaccurate as a result. The device was subsequently explanted and replaced.

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device noted tool marks on the front upper right corner of the device case. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The device has been returned and is currently in analysis. Upon completion from analysis, this report will be updated.